Event description:
It was reported on behalf of the customer, that while they were operating the m1 cot, it suddenly collapsed. He further reported that the pt that was on the cot had already been in a bad condition and got injured due to this collapse. He also stated that the pt then died.

Manufacturer narrative:
It was reported the pt on board the cot at the time of the collapse had a pre-existing condition, hydrops. The pt sustained injury as a result of the cot collapse. It was further reported the pt later passed away, however the cause of death continues to be under investigation. Investigation is still underway, however initial inspection found the cot working according to specifications.